Manufacturer narrative:
The hospital performed a checkout of the unit and found the flow sensor broken in two. The flow sensor was replaced, resolving the leak condition.

Event description:
The hospital reported the unit failed the preoperative checkout. There was no report of patient involvement.